Event description:
The customer reported the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and restrapped the input transformer to met incoming voltage specs. System operates as intended. This MDR is related to ge healthcare.